Manufacturer narrative:
Device name- spectrum antibiotic-impregnated single lumen peripherally inserted central venous catheter set. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that 12 hours after placement, the device began to leak at the connector, necessitating replacement of the device. There were no further injuries aside from the replacement procedure.